Manufacturer narrative:
(B)(4).

Event description:
Covidien received information that during patient use, the touch screen froze and the unit was inoperable. The patient was transferred to another ventilator. There were no negative patient consequences reported.